Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed; the reported issue of the device shuts off randomly is confirmed. When not connected to ac power, the device shut off with the battery charged. The sr8 was visually inspected upon receipt and was found to be in poor physical condition. The root cause is due to an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
Per tm - the device shuts off randomly. It takes plugging and unplugging the device several times to get it to turn back on at times. A couple times it shut off without warning and the battery was charged. This medwatch is for the first of two event reported.